Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose was 420 mg/dl with high ketones and vomiting. Customer tried to address the elevated bg by a correction bolus via the pump and manual insulin injection. Customer went to the emergency room and was treated with intravenous fluids. Customer was released from the hospital on (B)(6) 2023 with the issue resolved and no permanent damage. Clinical support (clss) performed a system check and the pump was functioning as intended. Reportedly the customer was using the infusion set for 3-4 day¿s. Clss informed the customer that using the infusion set for 3-4 day¿s is off label per the tandem user guide.